Manufacturer narrative:
Evaluation: upon evaluation of the returned device, the safety ring socket and thumbscrew had separated from the device handle. Specifically, the safety ring socket had separated from the safety ring and the thumbscrew remained threaded inside the safety ring socket. This allows the safety ring to move freely in both directions and could not be locked in place. Therefore, needle extension could not be controlled with the safety ring. The thumbscrew and safety ring socket could not be untreaded easily; they had been severely tightened prior to return for evaluation. The section of the handle where the safety ring is located has indentions. The condition of the thumbscrew in the socket as well as the indentions in the handle suggest the thumbscrew had been used to severely overtighten the safety ring during use. Forty-five (45) safety ring sockets from our raw material inventory, were subjected to a destructive tensile test as part of the complaint investigation. During the tensile test, the sockets did not separate easily from the safety ring. This evaluation of the raw materials did not reveal a discrepancy that could have contributed to the reported event. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot, because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: the condition of the thumbscrew in the socket as well as the indentions in the handle, suggest the thumbscrew had been used to severely overtighten the safety ring during use. This is the most likely cause for separation of the safety ring socket and thumbscrew. If the handle of the needle was moved after separation of these handle components, this is likely to have caused the reported unexpected needle extension of 1 to 2 cm. Separation of the safety ring socket and thumbscrew from the handle can occur, if continued rotation of the mechanism is performed in an effort to severly overtighten the handle in the desired position. The instructions for use direct the user to adjust needle length, by loosening the thumbscrew on the safety ring. The user is directed to advance the needle, until the desired reference mark for needle advancement appears in the window of the safety ring. The user is then instructed to tighten the thumbscrew to lock the safety ring in place. Applying excessive pressure during this activity could have contributed to the reported observation. Prior to distribution all echotip ultra ultrasound endoscopic needles, the thumbscrew of the safety ring on the handle, is loosened and tightened during product inspection. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: a supplier corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of the supplier corrective action. The complaint risk priority number (crpn) for this type occurrence has been calculated, based on the rate of occurrence and severity of the outcome. Based on this activity, no further action wanted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure the physician used a cook endoscopy echotip ultra ultrasound endoscopic needle. The first biopsy was successful. In preparation for the second biopsy, the physician shifted the safety ring of the handle back and forth. When the safety ring was being shifted, the needle tip unexpectedly moved forward 1 to 2 cm. The needle device was removed from the endoscope, and with one successful biopsy the physician was able to conclude the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required, due to this occurrence. The patient did not experience any adverse effects due to this observation.